Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clamp of a minicap extended life pd transfer sets could not be completely closed. It was further stated that there was no leak. This was observed before use of the device for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h10: h10: the device was received for evaluation. Visual inspection was performed and the white twist clamp will not fully engaged into the locking position. Leak and clear passage testing were performed and no issues were observed. Clamp function testing was performed and no leaks were observed through the closed clamp; however, the blue notch will not align with the detent on the white clamp. The reported condition was verified. The cause of the condition was manufacturing related issues occurred during milling process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.